Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure the tip of the driver broke while trying to insert a screw. The tip was retained by the patient in the head of the screw. There were no additional reported patient impacts.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a3, b4, b5, d10, g4, g7, h1, h2, h3, h4, h6, h10. The complaint is confirmed for one returned pol 5.5 ti dorsal height adjer ter for the failure of fractured tip. Medical records were not provided for review. Per the complaint description the tip broke during operation, it is possible from the damage seen in the inspection, that the dorsal height adjuster was being used to insert the screw. It should be noted that the dorsal height adjuster is intended for minor manipulation of the screw height. It's also possible repeated use in multiple cases could have weakened the instrument over time, leading to its failure in the complaint event. Per DHR review, the part was likely conforming when it left zimmer biomet control. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.